Event description:
Patient getting bravo probe placed. First probe did not deploy or attach to esophagus. Probe was removed from patient by bravo delivery system. The second probe used from same lot # was deployed successfully.